Manufacturer narrative:
Analysis could not confirm the customer comment that the external pulse generator (epg) had a damaged upper screen. However it was noted that the liquid crystal display was bleeding and out of specification electrically. The lower case was broken. The display wire was pinched with wire insulation exposed. One case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged upper screen. The epg was returned for service. There was no patient involvement recorded with this event.